Event description:
A patient reportrd experiencing inaccurate erratic results with a lfs meter. The patient's blood glucose results were 103, 388 mg/dl. Tests were done within 10 minutes with a difference of 103%. Patient's did not experience any adverse events.